Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an under-delivery anomaly. Blood glucose value was 422 mg/dl at the time of the incident. The customer states that they wanted to know if the active insulin was still working to lower the blood glucose or if they can just override the active insulin and deliver a bolus. No troubleshooting was performed because the customer hung up. Nothing will be replaced or returned.